Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 13.8 mmol/l, 6.5 mmol/l, and 5.1mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.